Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up will be submitted.

Event description:
It was reported that the end user developed skin excoriation some months ago. Prior to the development of the excoriation there had been leaking at the top of the skin barrier. The aarp wrote a prescription nystatin powder and they are also using marathon non-prescription liquid barrier for the affected area. His caregiver also added that the opening of the device is too large for the stoma.